Event description:
The plastic tip of the instrument is broken.

Manufacturer narrative:
Additional narrative: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, it there did not have deviation or failure investigation report. Products manufactured after the implementation of the reinforcement action (eco 253075). Product analysis: the returned instrument presents a new design ((B)(4)) and breakage of the plastic extremity, no breakage of the index metal. The product is deteriorated; a precise dimensional analysis is not possible. The root cause is related to wear. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation.